Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. X-ray imaging was performed, and a lead micro dislodgement was suspected. The lead was successfully explanted and replaced. Patient was in stable condition.